Manufacturer narrative:
Device evaluation is not necessary as the reported events have been determined to be related to the physical presence of the device and not related to vns therapy.

Event description:
It was reported that the patient contacted the surgeon's office complaining of generator migration. The patient was not seen at the time for a consult. Follow up revealed that the op notes noted a suture being used on the generator. However, it did not indicate the type of suture used. Clinic notes were received years later as part of a referral for replacement for the patient. It was noted that the generator was protruding through the patient's skin and the patient had noticed increased discomfort in her chest due to the generator migrating and protruding. Follow up with the current treating medical professional revealed that the reason for the replacement was due to the generator protrusion. The medical professional was unclear on the cause of the generator protrusion. The generator replacement was reported as completed. No additional information has been received to date.